Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (bg values not provided). Bg levels were addressed with manual injections. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer reverted to manual injections for insulin therapy.